Event description:
The customer reported that the insulin pump alarmed motor error. The customer stated that the insulin pump was exposed to an MRI. Ran a displacement test and the test failed. Advised the customer to revert to back up plan until the replacement arrives. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.